Event description:
It was reported that the patient presented with supraventricular tachycardia. Upon device interrogation, the implantable cardioverter defibrillator provided the antitachycardia pacing as a result of inappropriate programming. No programming changes were made. The patient underwent an unrelated procedure to resolve their pre-existing supraventricular tachycardia. Patient was stable post procedure.